Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). No sample was returned, so an evaluation could not be performed, and an assignable cause could not be determined. A review of file of the batch reported revealed no any exception regards this issue found in the manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the betadine sponge came loose from the minicap. This was during use. There was patient involvement but no injury or medical intervention was reported.